Event description:
Reportable based on analysis completed on 03oct2014. It was reported that inflation failure occurred. The 80% stenosed, 15x2.5mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in a mildly tortuous and a mildly calcified left anterior descending artery (lad). A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation but was unable to inflate due to fibrosis plaque. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.

Manufacturer narrative:
(B)(4). Returned product consisted of the proximal portion of the maverick 2 balloon catheter. The distal portion (including the balloon and markerbands) was not returned for product analysis. The midshaft was separated 14mm distal of the hypotube end. The separated end of the shaft was jagged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).